Event description:
During a routine shift check by a clinician, the device locked up and was not functional. There was no patient involvement in the reported malfunction. During subsequent testing, the reported malfucntion could not be duplicated.